Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Informed nurse they recommend rebooting the device. Suggested nurse pause therapy, turn the device off and wait 30 seconds, then turn back on. On the therapy selection screen, they can select continue current patient therapy and resume where they left off. Nurse stated they will try that and call back if needed. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient on the arctic sun device. The device was beeping but there was no alarm message on the screen. Informed nurse they recommend rebooting the device. Suggested nurse pause therapy, turn the device off and wait 30 seconds, then turn back on. On the therapy selection screen, they can select continue current patient therapy and resume where they left off. Nurse stated they will try that and call back if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient on the arctic sun device. The device was beeping but there was no alarm message on the screen. Informed nurse they recommend rebooting the device. Suggested nurse pause therapy, turn the device off and wait 30 seconds, then turn back on. On the therapy selection screen, they can select continue current patient therapy and resume where they left off. Nurse stated they will try that and call back if needed.